Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that low out of range high voltage lead impedance was noted. Isometrics were recommended. In clinic measurements were in range for all vectors. The lead remains implanted and monitored.